Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the pneumatic module assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the complete (initial reporter - (B)(6)).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had blood enter the machine. There was no patient harm reported.